Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and found that their right atrial (ra) lead exhibited failure to capture and low pacing impedance. Fluoroscopy was performed and revealed that the ra lead was fractured. The ra lead was explanted and replaced. The patient was discharged in stable condition.